Event description:
Boston scientific received information that this local representative contacted technical services to report that this device was generating beeping tones. The device's enable magnet use feature was programmed off, however, the device continued to generate tones. This enable magnet use feature was reprogrammed back on pending further investigation. The device's monitoring voltage was 3.13 volts associated with a last capacitor reformation charge time of 6.9 seconds. The patient had not been exposed to radiation therapy and the onset of the tones was recent. The patient is employed at a welding facility but is not involved in the actual welding. The patient had not been followed for two years but was just seen due to a reported shock. The patient had been admitted overnight and the beeping tones were occurring approximately every 7-8 seconds. The clinician reported that upon interrogation, no fault codes or error message were displayed. When the device's beep-on-sensed/paced events feature was programmed on, synchronous r-wave beeping tones occurred. When programmed off, the beeping tones were less frequent. A review of electrogram identified no annotated markers. A manual capacitor reformation was initiated, however, after 50 seconds, the charge had not been completed and the reformation was diverted by the local representative. Another manual capacitor reformation was attempted without success. A manual capacitor reformation was attempted with a second programmer with similar results. The battery status screen was now reported that the charge time was "0" seconds. The local representative was informed that the device may have experienced some type of reset that initiated the beeping tones. Because manual capacitor reformation could not be performed, the ability of the device to deliver therapy was questioned. Technical services was informed that the patient had been scheduled for device replacement.

Manufacturer narrative:
Technical services recommended that the local representative perform a save-to-disk and memory upload. The device was returned to boston scientific's post market quality assurance laboratory. The device's stored memory was reviewed and evaluated by boston scientific's post market quality assurance laboratory. Detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. Eventually, the uninitialized data variables prevented new tachycardia episodes from being properly recorded and resulted in the device resetting during the onset of an episode of tachycardia. Consequently, the ability of this device to deliver tachycardia therapy was compromised.